Manufacturer narrative:
Per report "member said she got this unit on (B)(6) 2025 and the first time she used it the reading went up to 250 and the arm cuff got very tight on her upper arm. She did not think much of it and put it away. The she had to begin to watch her blood pressure and she tried using the unit for the second time and it still had a very high reading and did not inflate correctly. She requested a replacement unit. Unit was not damaged in shipping and is not missing any parts. It was received in this condition. It was not exposed to biohazard. She will hold onto the sample and she said she will be happy to send it back to medline." Customer also reported that "I received the second machine. It is worse than the first one. It went up to 260 3 times no matter what I did. My husband used it and it went to 280. Your company sells junk."there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report "member said she got this unit on (B)(6) 2025 and the first time she used it the reading went up to 250 and the arm cuff got very tight on her upper arm. She did not think much of it and put it away. The she had to begin to watch her blood pressure and she tried using the unit for the second time and it still had a very high reading and did not inflate correctly. She requested a replacement unit. Unit was not damaged in shipping and is not missing any parts. It was received in this condition. It was not exposed to biohazard. She will hold onto the sample and she said she will be happy to send it back to medline."

Manufacturer narrative:
Update to h3. Update to h6 (annex codes b,c, and d).